Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level was over 400 mg/dl. Customer current blood glucose was 279 mg/dl. Customer high blood glucose was treated with manual injection. The customer did not experience any symptoms such as a result of high blood glucose. Troubleshooting was done for high blood glucose. Customer had been using insulin pump within 48 hours of high blood glucose. Customer was not using auto mode feature during time of event. Customer stated they had problem while pressing the button and display did not showed up. The insulin pump will not be returned for analysis.